Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer stated that the blue joints was cracked after the catheter was inserted for 3 months. After the crack was discovered, the catheter was pulled and replaced with a new one.

Event description:
Sample received consisted of one assembled catheter with two adapters: one red in good condition with no visible damage and one blue with a crack in the side and visible signals of usage. The possible causes were identified. The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are not ncr's related to the reported issue. The manufacturing lot number associated with this complaint was 218032x. As per the instructions for use, it is needed to perform a visual inspection before using the device to avoid usage of damaged devices. Over tightening catheter connections can crack the adapters. The event description states that when crack was discovered, the catheter was in use for 3 months already, this means that the catheter was adequate for use. Most likely, based on the available information, the device could have been damaged during that time. While the labeling provides an appropriate warning, labeling cannot prevent a clinician's failure to heed the warning and nor can labeling control use of appropriate measures to use a device according to manufacturer's instructions for use. This defect was confirmed. Based on the available information the most probable root cause could be considered as misuse due to a possible adapter over tightening, therefore this failure is not manufacturing related. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% adapters inspection for cracks and pressure testing respectively at the final stage of production, which would identify adapters issues in the catheter assembly. This complaint will be used for tracking and trending purposes

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.